Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.0 x 38 mm xience xpedition stent was deployed at the target lesion in the mid posterior descending artery and a dissection occurred. The dissection was treated with implantation of a 3.0 x 28 mm xience xpedition stent, overlapping the first. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.